Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 599 mg/dl. The customer attempted to bolus via pump and change pump supplies, however required assistance and emergency services were call and administered a manual injection and intravenous fluids. Customer was transported to the ER and was treated intravenously with fluids of saline and insulin. The customer was released from on the same day, (B)(6) 2023.